Event description:
It was reported that bd plastipak¿ syringe had a breach in sterility due to package seal failure. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: the sample sent by the customer was verified and it was possible observe packaging seal opened ¿ cutting failure. Confirmed: bd was able to confirm/ reproduce the incident in question. After reviewing our database, this is the 1st complaint received for the provided lot number. DHR review: it was verified the batch record and the manufacturing date for this batch was december 20th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection each 2 hours at 1 cycle at packaging process; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. Investigation conclusion: the potential cause for the problem is failure at cutting system at packaging machine. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had a breach in sterility due to package seal failure. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that bd plastipak syringe had a breach in sterility due to package seal failure. No serious injury or medical intervention reported.